Event description:
The customer reported that the system would not start up. The field engineer noted the bios software was corrupt which prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu and the software were installed and the bios was reset during the service call. The system was tested and found to be working as intended and put back into service.